Manufacturer narrative:
Follow-up # 1 (07/20/2012)-device evaluation: the meter involved with this complaint has been returned on (B)(6) 2012 and evaluated by product analysis (pa) on (B)(6) 2012 with the following findings: the meter passed testing with no faults found. The meter was found to function properly. The retain test strips were tested and they passed testing with no faults found. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was reading inaccurately high. The complaint was classified based on additional information obtained during a follow up call by the medical surveillance specialist (mss) on (B)(6) 2012. The patient stated that the alleged inaccuracies began in (B)(6) 2012. The patient claimed that sometime in the spring of 2012, he obtained a blood glucose reading that was much higher than his back up ultra2 meter. The patient mentioned that he could not recall the blood glucose results but remembered that they were a 30-40 point difference and stated that the customer care advocate (cca) told him it fell outside of lfs's 30% variance for accuracy. The patient also recalled performing a control solution test that he claimed failed high. The patient reported managing his diabetes with 35 units of lantus insulin in the morning and novolog insulin (self adjusting, before each meal). The patient stated that he tests his blood glucose 4 times a day and that his normal results are between 100-120 mg/dl. The patient denied making any changes to his normal diabetes management as a result of the alleged issue. The patient claimed that sometime after allegedly obtaining the inaccurately high result he became shaky and sweaty. The patient stated that he associated those symptoms with low blood glucose and felt he developed the symptoms because, he had been over administering himself insulin due to obtaining "inaccurately high blood glucose results." The patient stated that he treated himself with a glass of water with pure sugar in it and a glass of orange juice that his wife gave him at the onset of symptoms. The patient stated that he felt better within 30 minutes of consuming the beverages. At the time of troubleshooting the cca confirmed that the subject meter was set to the correct unit of measurement and that the patient was using an approved sample site. Replacement product was sent to the patient. This complaint is being submitted as an adverse event because the patient reportedly developed symptoms suggestive of a serious injury and had to treat himself for low blood glucose as a result of obtaining inaccurately high blood glucose results.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.